Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) is detached. Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope adhesive on bending section cover (a-rubber) is detached. There was no patient involvement.